Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter (see b5, d8, e2) and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the connector is cracked or the coupler is bent. This indicates that excessive force was applied when handling the product. It is likely the cable was broken due to excessive force and the image became unavailable.

Event description:
The reporter responded with the following information regarding the event: the patient was not in the room when the issue was identified.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event. There was no image due to a faulty cable unit. In addition, there was a cut in the cable, a crack on the video connector, and the lens coupler is bent causing an off-centered image. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, the plug (coupler) and the camera was not working when plugged into the tower. This event was identified during preparation for use on an unknown date. No patient harm or injury was reported.